Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarms due to site and scar tissue. Customer's blood glucose was 400 mg/dl, which was treated with manual injection. Customer declined troubleshooting for high blood glucose due to knowing that issue was due to site.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The recording of the this call was reviewed for clarification. During the call, the customer stated that she has been having ongoing issues with her infusion sets for the past seven years. The customer has used three different infusion sets, but continues to get no delivery alarms due to scar tissue at the insertion sites. The customer used her abdomen for many years, and can no longer use that area. The customer has recently started using her back. The customer wanted to try the newest infusion set available to see if that would work better for her. The customer was given information on the different nfusion sets, and was advised to speak to her doctor about the various areas where the infusion sets can be inserted. The customer was asked to be transferred so that she can order a sample of the newest sets.